Event description:
While stocking instrument set at the agency, the sales representative noticed that the package was labeled as 3861-3-075, but actually contained product with catalog number 3861-3-060. This event did not occur during a surgical procedure.